Manufacturer narrative:
Results: the lantern was kinked approximately 149.0 cm from the hub. The returned non-penumbra 4f catheter was undamaged. Conclusions: evaluation of the returned lantern and non-penumbra catheter revealed dimensionally incompatible devices. During functional testing, resistance was experienced while attempting to advance the returned lantern through the non-penumbra 4f catheter. The same issue occurred while attempting to advance a demonstration lantern through the non-penumbra 4f catheter. The resistance experienced during the procedure and functional testing was due to dimensional incompatibility with the non-penumbra device. Further evaluation of the lantern revealed a kink near the distal tip. This damage was likely a result of advancement of the device against resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, the physician encountered resistance when the lantern was fifteen centimeters distal to the hub of the catheter and could not advance it further. Therefore, the physician decided to remove the catheter. The procedure was completed using the same lantern and a new non-penumbra catheter. There was no report of an adverse effect to the patient.